Manufacturer narrative:
A review of the device history records did not identify any non-conformances. The explanted device has been returned to the company for evaluation. This is an ongoing investigation and a supplemental report will be submitted.

Event description:
The surgeon reported to a sales representative that, during exercise rehab on an exercise bike following distal femoral replacement ((B)(6) 2015), the patient felt his knee give way. An x-ray showed that the axle had dislocated from the tibia/knee. A revision procedure was scheduled and performed on (B)(6) 2015. During the procedure, it was noted that the bushing was deformed, rp bearing was bent, circlip had come away and the knee was dislocated. Consequently, the axle, bushes, rp bearing and circlip were replaced and the procedure was successfully completed.